Event description:
The patient was receiving vancomycin 2 gram IV every 24 hours. Labs were obtained on (B)(6) 2020 with a vancomycin trough of 8.2 and a creatinine of 0.8 (crcl of 129 ml/min). On (B)(6) 2020 labs were obtained again with a vancomycin 83 and an elevated creatinine of 7.4 (crcl of 14 ml/min). The patient was switched from a freedom pump to an easy pump on 10/21. The easy pump was one bulb with vancomycin 2 gram in it to receive every 24 hours. It was confirmed that the syringes for the freedom pump do not fit on the easy pump. The patient was admitted on (B)(6) 2020 after a call from his pcp. Vancomycin was discontinued and was initiated onto daptomycin to allow his kidney function to recover. The patient has allergies to penicillin's, bactrim, and tetracyclines with the reaction being anaphylaxis, shortness of breath, and swelling.